Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were 35 large volume pump display boards with dim segments and had to be replaced. There was no reported patient involvement.

Event description:
It was reported that there were 35 large volume pump display boards with dim segments and had to be replaced. There was no reported patient involvement.

Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. No further complaint investigation is necessary as CAPA 1143616 was opened to address this issue. The device is used for treatment purposes. H3 other text : device was not returned to manufacturing facility.